Event description:
A customer reported experiencing a tandem mobi cartridge alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact to the blood glucose level. During the call, the customer had difficulty hearing the technical support and requested to be transferred to another agent.